Event description:
It was reported that the handle is broken on the instrument, however, when the instrument was returned to the manufacturer, it was found that the locking pin was missing from the instrument. No patient complication was reported.

Manufacturer narrative:
(B) (4): device was returned to the manufacturer for evaluation. The visual examination shows that the lower shaft is broken at the lower jaw pivot pin forward; the pin and broken off portion of the lower shaft is missing and was not returned for analysis. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with the applications of excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.